Event description:
The device was returned with a customers report of an e301 (audio alarm failure) error codes that were seen in the mednet report log of the device. During verification testing at the service center, the device did not sound an audible alarm tone during an alarm condition.

Manufacturer narrative:
During testing it was found the device intermittently did not sound an audible alarm tone during an alarm condition. An e301 was seen in history but not duplicated during testing. The cause of the intermittent alarm tones was due to the piezo alarm assembly. Further testing by the supplier found that the transistor gain value (beta) of the transistor, internal to the piezo, was not sufficient to drive the piezo buzzer resulting in no audible alarm tone. This report represents all the information known by the reporter upon query by hospira personnel.